Event description:
The staff attempted to defibrillate a pt (age, gender and condition unk), but device completely shut down when staff depressed the charge button. The staff then changed the device's battery, shut the unit off and then turned it back on, but when they depressed the charge button, the device shut down a second time. The staff tried changing the battery a second time, shutting the device off, turning it back on, and depressing the charge button again, but the device shut down a third time. At this point the clinician pounded the device and it came back on again, and the staff was able to successfully shock the pt five times without any problem. There was no adverse effect on the pt as a result of the alleged malfunction.